Event description:
In 2007, the doctor informed ormco corporation that while debonding a damon 3mx bracket a tooth breakage occurred.

Manufacturer narrative:
While debonding a damom 3mx bracket from a premolar tooth the doctor incorrectly positioned the debonding pliers which resulted in the breakage of the tooth. The doctor believes that the patient's tooth was already compromised with a possible hairline fracture which may have contributed to the event. The doctor performed a root canal on the tooth and placed a temporary crown.